Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the patient's pump did not deliver insulin boluses. The patient claimed she programmed the pump with correcting bolus doses of insulin, however, the pump history shows no boluses. A review of the pump history revealed no bolus doses given on (B)(6) 2012. The reporter stated that on (B)(6) 2012 the patient obtained a blood glucose reading "greater than 500 mg/dl" and experienced the symptoms of vomiting and dehydration and tested positive for large amounts of urinary ketones. The patient was admitted to the hospital and treated intravenously with insulin and fluids. The patient was not returned to insulin pump therapy after being discharged from the hospital on (B)(6) 2012. The reporter stated the pump date/time were correct at the time of this event. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was admitted to the hospital for treatment after this alleged pump issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows insulin delivery was interrupted from (B)(4) 2012 at 4:21am to (B)(4) 2012 at 12:22 for eight hours as a result of multiple "replace battery" alarms due to use of a discharged battery. The last basal delivery was at 4:21am on (B)(4) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powers on normally. The pump was exercised for 24 hours and periodic boluses were programmed during the testing period using the normal bolus, ez-carb bolus, and ez-bg bolus features. All boluses recorded accurately in the pump history. There was no defect found to the internal components. The pump passes 29 hour flow accuracy testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.